Event description:
Customer reportedly received results of 11 mg/dl and 65 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Beckman coulter inc. (Bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The customer did not report affect to the patient or user attributed or connected to this event.